Manufacturer narrative:
The patient had a procedure performed on (B)(6) 2018, in which two (2) freedom-4 stimulators (fre4-a000) were implanted at the superior medial and inferior medial sites of the knee for genicular pain. There were no complications during the procedure, and the patient was discharged the same day. The patient met with the implanting clinician for a follow-up appointment on (B)(6) 2018. At this time, the implanting clinician noted that the superior medial surgical pocket dehisced and determined that the one (1) stimulator should be explanted to prevent spread of any infection at this site. On (B)(6) 2018, the implanting clinician notified the therapy specialist of the issue and device explantation. The inferior medial stimulator was not explanted and continues to provide the patient with adequate pain relief with no issues. The patient was treated for possible infection and the wound was dressed. The implanting clinician asked about the patient's activity following a permanent procedure, as this type of issue is not common. The patient eventually stated that she had resumed an active lifestyle on july 23, 2018, which is when she noticed the first experienced issues at the implantation site. The patient had a procedure performed on (B)(6) 2018, in which two (2) freedom-4 stimulators (fre4-a000) were implanted at the superior medial and inferior medial sites of the knee for genicular pain. There were no complications during the procedure. The patient met with the implanting clinician for a follow-up appointment on (B)(6) 2018. At this time, the implanting clinician noted that the superior medial surgical pocket dehisced and determined that the one (1) stimulator should be explanted to prevent spread of any infection at this site. On (B)(6) 2018, the implanting clinician notified the therapy specialist of the issue and device explantation. The inferior medial stimulator was not explanted and continues to provide the patient with adequate pain relief with no issues. The patient was treated for possible infection and the wound was dressed. The implanting clinician asked about the patient's activity following a permanent procedure, as this type of issue is not common. The patient eventually stated that she had resumed an active lifestyle on (B)(6) 2018 . Based on this information, the dehiscence was confirmed/replicated, there is no evidence that product did not meet specification and the stimulator is used. For treatment of pain. The cause of the dehiscence is due to activity shortly after implant, user error.

Event description:
Stimwave quality has investigated the details surrounding a complaint resulting from a potential infection reported to stimwave on (B)(6) 2018, by stimwave therapy specialist.